Event description:
This is a report that was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a home patient (hp). During a call with baxter india technical services, the following was reported. On an unreported date, the hp experienced a break in aseptic technique, described as the hp did not wear a mask and did not clean the area before starting pd therapy. On (B)(6) 2012, the hp experienced peritonitis. Cause of peritonitis was attributed to the break in aseptic technique. On an unreported date, the hp was treated with ceftazidime (500 mg, twice daily, route not reported) and cefazolin (500mg, ip, every 6 hours, continued for 7 days) for peritonitis. The hp was still in the hospital. The outcome for the event of the break in aseptic technique was not reported. It was not reported if the hp was retrained in aseptic technique. It was unknown if the hp recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint. A follow up report will be submitted if additional information becomes available.